Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. As received, the monitor was resets. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the c/a board. Additionally, corrosion was found on connector j502. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was resetting.